Event description:
It was reported that rack pushrod was damaged, with pushrod missing and surrounding gasket appearing melted or degraded, and cause of damage was unknown. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode, and was informed that replacement pump would be provided; customer was advised about proper label cleaning agents, told to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, and was instructed to return damaged pump using prepaid label within 10 days, which customer acknowledged and understood.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.